Manufacturer narrative:
The device was not returned to zoll medical the associated battery was returned and evaluation found the expired battery to be depleted, the battery was scrapped.

Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device was set to charge at 150 or 200 joules, failed to deliver a shock, and reportedly displayed a "low battery" message. Complainant indicated that the patient subsequently expried. The complainant was not able to provide further information about the nature of the malfunction.